Event description:
It has been reported to philips that host pc was not booting when the system turns on. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips rse (remote service engineer) confirmed that the host pc was not booting. Upon further investigation, rse determined that host pc is not booting up when it received ac power. Rse advised replacement of host pc and also assist otherwise the customer have to keep manually turning on the host pc. The customer no parts were ordered and working manually turning on the host pc. After manually turning on the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data:description to reflect accurate information. At this time, philips has not visited this device.evaluation method code.conclusion code.

Event description:
It has been reported to philips that host computer was not booting. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.